Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: unknown. Investigation summary: it was reported there was white particulate embedded in the syringe. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe in its packaging blister. The syringe has a white speck at the 3ml mark of the graduation scale that appears to be embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 302830, lot number 2125515. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The frequency of inspections were increased to mitigate the embedded degraded resin escapes. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that white foreign matter was found embedded in the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "a white particulate was embedded in one unit and was larger than 0.20.""